Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently power off when acquiring 12 lead ECG during patient monitoring. The patient associated with the reported event was not harmed.

Manufacturer narrative:
A customer quality engineer reviewed the electronic patient records and verified the reported issue by observing multiple power cycles that occurred while the user was attempting to perform a 12 lead. The field service representative had observed that the battery pins were worn and had replaced them. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Based on the available information the cause of the reported issue is worn battery pins. Worn battery pins can cause an increase in resistance in the input power path which can result in a sudden loss of device power under conditions of high current usage such as printing. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. Performing a 12 lead and pressing the 12 lead button will cause the device to initiate printing, which the user did just before the device lost power.

Event description:
A customer contacted physio-control to report that their device would intermittently power off when acquiring 12 lead ECG during patient monitoring. The patient associated with the reported event was not harmed.